Event description:
Pajunk tsui stimulong epidural catheter: after placement and after stylet was removed, wire reinforcing coil and stimulating wire of the catheter dislodged. In a second instant, only the stimulating wire dislodged after the stylet was removed. Device 1: dates of use: (B)(6) 2011-(B)(6) 2011. Device 2: (B)(6) 2011-(B)(6) 2011.